Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the prograsp forceps had a metallic wire on the tip that was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical sales representative (csr) and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and that there was no damage or anything out of the ordinary. No fragments fell into the patient and there was no report of fragments falling from the device while used within a patient. The patient did not return to the hospital experiencing any post-surgical complications related to the retention of any foreign material.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. Visual inspection did not find anything wrong with the grip cables and their routing. Other observations not reported by site: the instrument was found to have the grip pin missing at the distal end. The grip pin was not returned with the instrument. The complaint was confirmed by failure analysis.